Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer¿s blood glucose value at the time of incident was 403mg/dl. Customer also experienced a high blood glucose value of 603mg/dl. They treated with manual injections. Their current blood glucose was 464mg/dl. It was found that the infusion set's cannula was bent. Insulin pump will not be returned for analysis.